Manufacturer narrative:
A philips remote service engineer (rse) reported this case was opened from a call in sourced from the local clinical specialist (cs) who visited a month after the complaint. The original complaint was called in on 3/24/24 under another case number. The philips rse concluded there was no longer any need for the current case to remain opened. The previous case on 3/24/24 was researched to find if there were any issues regarding the intellivue mx750 patient monitor. The original complaint indicated the philips rse confirmed with the customer the intellivue bedside patient monitor displayed the visual alarm banners and announced the alarm audible tones at the bedside. The customer's allegations could not be confirmed. No further investigation or action is warranted at this time. H3 other text : case cancelled.

Event description:
It was reported there were no alarm sounds. The device was in use on patient at time of event, there was no adverse event reported.